Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Based on the report, the product was returned as an implant failure because of bone loss. The patient had good oral hygiene and moderate bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location number 8. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of pain. A new implant was placed and the patient is stable.